Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Pre-procedure intracardiac echocardiogram (ice) imaging confirmed there was no pre-existing pe. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect and watchman trusteer access system (was) which was then advanced to the left atrium. Mid procedure, ice imaging access was lost thus the versacross pigtail wire had to be advanced back into the left atrium. A 20mm watchman flx pro closure device and delivery system (wds) was advanced, then subsequently deployed and implanted in the laa after meeting release criteria. An ice imaging sweep was performed and noted there was not a pe at the end of the procedure. The procedure was concluded, and the patient was sent to the post operative area, where the patient began to have symptoms of hypotension and bradycardia. A stat transthoracic echocardiogram (tte) was performed and confirmed a pe was present, requiring a pericardiocentesis where 315ml of dull colored fluid was removed. A pericardial drain was left in place, and the patient was admitted to the intensive care unit (ICU), expected to fully recover. The device is not expected to be returned for analysis.